Event description:
It was reported that during a carotid stenting treatment procedure, balloon deflation difficulties were encountered. Following inflation of the gazelle 5.0x20x135 balloon catheter, the physician attempted to deflate the balloon to adjust the inflation required to match the artery diameter. However, the balloon would not deflate, despite application of negative pressure. The physician successfully pulled the balloon out and comleted the procedure using another gazelle balloon. No patient injuries or complications were reported. Patient status is reported as "okay."

Manufacturer narrative:
The device has not been received for analysis as of the date of this report.